Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is (B)(6) has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5099993. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that remodulin leaked from the vial when using the unspecified bd q-syte" adapter to access it. The following information was provided by the initial reporter: "patient reports she has been using the q styte adapter to access he remodulin and the remodulin keeps leaking from the vial. Pt was advised that is not out preferred vial adapter for remodulin."